Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the physicians attributed the vascular injury to possible valve oversizing and lvot calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure an annular rupture occurred. The patient was converted to surgical aortic valve replacement. Prior to the case, valve sizing was discussed amongst the tavr team. The valve was found to be 32% oversized at nominal prep. Given that the patient had moderate to severe annular and sub annular calcifications it was recommended that 3cc's be removed from delivery system balloon; the team agreed. Placement of the thv was initially uneventful, no pvl was noted on the tee and aside from initial resuscitation with epinephrine. Hemodynamics recovered and the patient became stable until 10 minutes after the valve was implanted. The patient's blood pressure rapidly dropped and bleeding was noted through the incision. The CT surgeon explored the wound to determine the site of bleeding via the thoracotomy but was unable to locate the bleed. A median sternotomy was performed; the patient was not placed on cardiopulmonary bypass. The patient was transfused 10 units of prbc and had additional transfusions of platelets and ffp. The site of the bleeding was determined to be a posterior tear in the annulus which was sutured along with placement of bio glue to achieve hemostasis. The patient was monitored in the or for some time and the team felt the patient was stable enough to be brought to the ICU where she would remain intubated and sedated. No update has been given on the patient status since leaving the or. The annular rupture was attributed to lvot calcification and valve oversizing. The patient's annular area was 312mm2. The aortic root calcification was moderate to severe. Native leaflet calcification was moderate.

Manufacturer narrative:
Additional information was received from a family member indicating this patient expired following the tavr procedure. The cause of death was not provided. Investigation of this event is ongoing.

Manufacturer narrative:
In this case, the medical facility declined edwards lifesciences request for additional information pertaining to the patient's death. Should any additional become available, a supplemental MDR will be submitted with the new information.